Manufacturer narrative:
H4: the lot was manufactured between august 24, 2023 - august 25, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was residual fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The expected infusion time was 46 hours; however, after 45 hours the infusion was complete. The device contained 4450mg fluorouracil in 0.9% sodium chloride having a total volume of 115ml. A peripherally inserted central catheter (PICC) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.